Event description:
After adding saline to the sterile saline bowl from allegiance custom sterile angiogram pack, numerous particles were seen suspended in the saline. This raises a concern about possible embolization if inadvertently injected into pt. Saline bowl removed from tray.